Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to a malfunction on the buttons of the processor.

Event description:
The control panel was not displayed. This event occurred at the time of during inspection. There was no report of patient harm.